Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). This medwatch is being filed to relay additional information. Conclusion summary: on (B)(6) 2019, it was reported that the graft was 'stripping'. The customer returned an air dermatome device, serial number (B)(4), for evaluation. The customer also returned a hose and 1/2/3/4 inch width plates, for evaluation. The device history record (DHR) review noted no related non-conformances, requests for deviation, change notices or any other issues with manufacturing or with the device. The DHR review also found that all verifications, inspections and tests were successfully completed. Zimmer biomet surgical has not previously repaired/evaluated air dermatome serial number (B)(4) as documented in the repair reports in livelink. Product review of the air dermatome on april 29, 2019 revealed that the thickness lever torque was below specifications. The calibration and motor speed were within specifications and the control bar was in the correct position. Repair of the air dermatome was performed by zimmer biomet surgical on april 29, 2019 which included replacement of the o-ring, semi-circle bearings, and vespel bearings. Air dermatome, serial number (B)(4), was then tested and functioned properly. It was repaired, inspected and tested. The reported event was non-verifiable since during the product review it was only noted that the thickness control lever torque was below specifications. This would simply allow the thickness control lever to be slightly looser and easier to turn. It did not affect calibration as noted in the product review that the device was within calibration specifications at all tested thickness settings. The root cause of the reported event could not be specifically determined with the information that was provided. During the product review it was only noted that the thickness control lever torque was below specifications. This would simply allow the thickness control lever to be slightly looser and easier to turn. It did not affect calibration as noted in the product review that the device was within calibration specifications at all tested thickness settings. It is unknown with the information that was provided how this occurred. The investigation was based on the information that was provided initially and any information that was obtained throughout the follow-up process.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). This medwatch is being filed to relay additional information. The device has been returned for evaluation and investigation is in process. Once the investigation is completed, a supplemental report will be filed accordingly.

Event description:
It was reported that the graft was "stripping", malfunction occurred during surgery, no harm, no delay reported. No additional unplanned graft was needed. Device is used in a burn unit on patients who have 60-70 % burns and multiple grafts are planned. The graft was "stripped" and may not have been the correct size but it was used. No adverse events were reported as a result of this malfunction.

Manufacturer narrative:
This event has been recorded under zimmer biomet (B)(4). The device has been returned for evaluation and investigation is in process. Once the investigation is completed, a supplemental report will be filed accordingly.

Event description:
It was reported that the graft was "stripping". The malfunction occurred during surgery, no harm, no delay reported.